Event description:
It was reported that the insulin pump alarmed button error, and the screen was frozen. The caller did not know whether or not a button was pressed for three minutes or more. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with button error alarm due to moisture damage keypad trace. Unable to perform the displacement test due to keypad anomaly.